Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: further analysis was performed on the atrial lead which indicated distal conductor fractured; full lead in segments was returned for analysis. Evaluation summary: no anomalies were found. Preliminary autopsy results were received which identlifies the cause of death as hypoxic ischemic encephalopathy due to cardiac arrhythmia due to cardiac pacemaker failure. The report states that both leads were appropriately positioned.